Event description:
Patient has scheduled for a bilateral iliac stenting and the angio showed a total occluded rt iliac and a very stenotic left iliac. A quick-cross support catheter was used with a control wire to cross the lesion. Entry was in the right groin area. After 1 - 2 hours the physician was successful in crossing the lesion. The quick-cross support catheter became imbedded in the lesion causing the catheter to become lodged in the very stenotic calcified lesion. The control wire was able to be advanced and retracted, but the quick-cross catheter could not be either advanced or retracted. The md attempted to retract the quick-cross catheter causing it to sever just proximal to the marker bands. After multiple snare attempts and two (2 hours the physician was able to retrieve the remaining piece of the quick-cross catheter through the left groin.